Manufacturer narrative:
The explant is being evaluated. A supplemental report with the results of the investigation will be submitted upon completion.

Event description:
Approximately three months postoperatively, a revision surgery was performed to remove displaced bone resulting from an s1 pedicle fracture. During the procedure, removal of the rod revealed that the right s1 pedicle screw had fractured just below the tulip. The tulip and set screw were removed; however, the remaining portion of the screw shank could not be extracted. It was also noted that the screw did not appear to have been fully expanded.

Manufacturer narrative:
Additional information: b5. The patient underwent a revision spinal surgery in december due to pseudoarthrosis and screw haloing. The surgeon replaced original hardware with osseoscrews and extended the construct to s1. Ossesoscrews were used and expanded at prior surgical levels showing screw haloing. Expansion was successful. Osseoscrews were used at s1, but were not expanded, intentionally. One-month post-op, the patient reported hearing a sound from his back, but no pain. At the 3-month post-op visit, the patient developed foot drop, prompting another revision. Intraoperatively, the two osseoscrews at s1 were found to be fractured. One at the tulip-shank interface and the other broken mid-shank through the expansion area. H6: clinical code: 2369, health impact: 4629, investigation findings: 3243, conclusion code: 4316. Device evaluation: h11. Visual inspection of the explants confirmed the event. One screw fractured through the shank neck and the other screw failed mid screw shank through the proximal end of the expandable feature. Review of the device history records found that both screws met specifications. The screw failures are consistent with screw failure expectations observed when used in loading conditions that exceed the design parameters set forth in mechanical performance testing.